Event description:
It was reported that the patient contacted customer care due to an occlusion alert on the device. The patient was advised that the alert indicated pressure within the system, potentially related to the tubing or infusion set, and was instructed to change the supplies. The patient changed the supplies, and the occlusion alert resolved. The patient later contacted customer care again to report that blood glucose levels were elevated following the event and remained high approximately 20 minutes after changing the infusion site, with a steady trend indicated. The patient was advised to wait additional time to confirm whether the new infusion site was functioning properly before taking further action. It was noted that the patient did not have backup supplies or a fingerstick blood glucose meter to obtain confirmatory readings. The patient was instructed to call back if blood glucose levels remained high or began trending upward. Blood glucose levels were reported as high for approximately two hours, and the device provided alerts indicating sustained elevated levels above 300 mg/dl. The patient did not use any back-up therapy, did not perform ketone testing, did not receive professional medical intervention, and did not experience any immediate health effects. The patient later reported that blood glucose levels stabilized after changing the infusion set, and no additional concerns were noted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.